Event description:
A medtronic representative reported that, while preparing for an ear, nose & throat (ent) procedure, the navigation system monitor looked sepia-toned. When the registration was being performed, the system unexpectedly exited. A system re-boot restored normal function. The surgeon opted to continue with no delay to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The system application was tested for 3 hours in the navigation screen, and there was no exit or problem found. The computer passed hard drive testing. The computer was found to be fully functional and the reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the navigation system monitor was replaced. System works normally. (B)(4) 2015 - software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis.